Event description:
Customer reported that the bar graph display did not go to the maximum setting. We requested that the unit be returned for eval, and a voltage regulator was found to be defective. There was no adverse event reported.

Manufacturer narrative:
The system involved in this complaint was returned for eval and a voltage regulator failure was detected. No adverse event was reported, however, this type of malfunction could potentially cause an adverse event. The number of incidents of this type remain within the expected rate for this product based upon the number of incidents reported and the number of units in distribution. Company continues to monitor and trend events of this type.